Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient¿s own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Although the root cause of this event cannot be conclusively determined, the infection was likely related to contamination at the time of surgery. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
(B)(6) study patient (B)(6). Edwards received notification that endocarditis occurred after 34 days (1 month, 3 days) from implantation of an elite valve model 8300ab21. As reported, recurrent fever episodes, positive blood culture with e. Coli bacteria, normal valve function in echocardiography. The outcome was noted as resolved with medical treatment. The patient was noted as to be discharged.

Event description:
(B)(6). Edwards received notification that endocarditis or an hematoma in the aortic wall occurred after 34 days (1 month, 3 days) from implantation of an elite valve model 8300ab21 in a patient with severe aortic stenosis. As reported, patient was transferred to (B)(6) hospital at pod #10 where she presented with recurrent pericardial and pleural effusions which lead to the suspected diagnosis of a dressler syndrome. After therapy with cortisone and diuretics, she was discharged to a rehabilitation center. As the patient presented with fever episodes, she was transferred to the hospital. Blood cultures revealed the presence of e.coli. Tee and tte were performed. There was a suspected formation cranial of the aortic valve, but this was not a solid sign for an endocarditis. In the results, the cardiologist described a possible vegetation or an hematoma next to the aorta. Nevertheless, the patient was treated with a triple therapy of antibiotics. The patient has not presented fever episodes or a suspected endocarditis before. The patient was noted as to be discharged.

Event description:
(B)(6) study patient (B)(6). Edwards received notification that endocarditis occurred after 34 days (1 month, 3 days) from implantation of an elite valve model 8300ab21 in a patient with severe aortic stenosis. As reported, patient was transferred to home hospital at pod #10 where she presented with recurrent pericardial and pleural effusions which lead to the suspected diagnosis of a dressler syndrome. After therapy with cortisone and diuretics, she was discharged to a rehabilitation center. As the patient presented with fever episodes, she was transferred to the hospital. Blood cultures revealed the presence of e.coli. Tee showed suspected formation cranial of the aortic valve but was not attached to the aortic valve. There was also normal valve function of all valves. The pet did not show solid signs for endocarditis, nevertheless, the patient was treated with a triple therapy of antibiotics. The patient has not presented recurrent fever episodes or a suspected endocarditis before. The patient was noted as to be discharged.